Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported recurrent mr and mitral stenosis. Mr and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "rescue mitral clip therapy in hypertrophic obstructive cardiomyopathy with severe mitral regurgitation and combined shock", was reviewed. The article presented a case study of a 53-year-old female patient with hypertrophic obstructive cardiomyopathy (hocm), severe mr due to systolic anterior motion (sam) and a left ventricular outflow tract (lvot) gradient of 154mmhg. Three clips were successfully implanted. One month after the procedure, the patient returned to the hospital for a follow-up appointment. Mr was observed at a grade of moderate-to-severe and a trans-mitral gradient of 7mmhg. [The primary and corresponding author was ofir rabi, jesselson integrated heart center, shaare zedek medical center, faculty of medicine, the hebrew university of jerusalem, jerusalem, israel, with corresponding email: ofirrab@szmc.org.il].